Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed error messages related to centrifuge function during the power on self test (post) protocol. The customer's technician evaluated the device and found what appeared to be burn marks or melted plastic on the centrifuge chuck assembly. Haemonetics has sent a replacement centrifuge assembly to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the post protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident; however, haemonetics has previously submitted reports of thermal decomposition observed within a device. As a result, this incident is deemed reportable.

Event description:
On (B)(6) 2018 haemonetics received a report of a nexsys pcs 300 device which had error messages related to the centrifuge function and upon inspection by the customer's on-site technician the centrifuge chuck appeared to be burnt/melted. Haemonetics has sent a replacement centrifuge assembly to the customer site to be installed by the on-site technician. The technician will perform the repairs necessary to replace the damaged component. This failure was discovered during the power on self test (post) protocol, prior to any donor or patient involvement with the device. The failure of a hardware component will prevent the device from being able to complete the post protocols, which functions to prevent risk of injury to the donor, patient or device operator as a result of a hardware failure.